Event description:
Pump shut down while operating on battery power without triggering low battery alarms. Logs show that the batteries rte levels are not reflective of what they truly are. The pump did not issue a low battery alarm before shutting down. Battery pack capacity updates are not triggered during normal pump operation, causing accumulation of battery capacity errors which result in faulty pump battery alarm handling. This can lead to an unexpected, uncontrolled pump shutdown. An internal investigation was opened to address this issue.

Event description:
The following has been reported: biomed reported: pump was infusing then alarmed pump problem then turned off on. There was an incident report filed. There was no patient harm. Biomed cleaned actuator valve and loading pins. While testing the pump there was no problems. Investigated the history log found pump problem alarms. Fresenius kabi is submitting this as a conservative measure due to the report of a stopped infusion. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.